Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is malpositioned implants placed too posteriorly. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7050-90, (B)(4); 2nd (inferior): ifuse implant, p/n 7035-90, (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2010 where two implants were placed. The patient later presented to a new surgeon with complaints of left side si joint pain that was confirmed by diagnostic injection. The surgeon determined that the implants were placed too posteriorly and decided to remove both of them. In (B)(6) 2017, the surgeon removed both implants after chiseling bone off of the cannulated proximal ends of the implants. The status of the patient following the revision procedure is not yet known.